Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false negative sars results quantity unspecified for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by molecular pcr testing. The report was obtained from an online review, no further information could be obtained as no customer contact was possible.